Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month after the implant of a cardiac resynchronization therapy pacemaker (crt-p) with an absorbable envelope. The entire system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.